Manufacturer narrative:
Date received by manufacturer: 11dec2019. Report date: 23dec2019. The field service engineer made an appointment with the hospital to replace the battery to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported that the unit has battery fault. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.